Event description:
On (B)(6) 2013, the lay user/reporter, the patient¿s mother, contacted lifescan to report the one touch verio iq meter was giving blood glucose readings labeled as ¿control¿ results. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. Since (B)(6) 2013, the patient reported that the blood glucose readings he obtained on the reported meter were labeled as control solution results. The patient also noted the control solution test results were within acceptable range for the lot of test strips in use. The patient noted these readings were ¿lower¿ than expected; specific results were not provided. The patient consulted with his physician, who decreased the patient¿s morning basal rate from 3.0 units to 1.5 units. On the morning of (B)(6) 2013, the patient obtained a ¿lower¿ blood glucose reading, specific result not provided, and did not take any insulin afterwards. At 10:30 am the patient experienced the symptoms of headache and feeling ¿brackishness¿. Emergency services were contacted and the patient¿ was transported to the emergency room, where his blood glucose level was tested to be ¿greater than 370 mg/dl¿. The patient was admitted to the hospital, and treated intravenously with saline, insulin and glucose. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after his insulin dose was decreased based on meter readings marked as control solution results, and was hospitalized and treated with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/31/2013 and 8/14/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.